Event description:
It was originally reported that the patient's neurostimulator was depleted after implantation for 1.5 years, and it was believed that the device may be defective. The healthcare professional confirmed patient symptoms of no stimulation sensation and attributed the event to the "battery". X-rays were taken 01/05/09 and 12/04/09 and showed no changes in the position of the lead. The patient met with the company representative for reprogramming on (B) (6) 2009 and was given a new program but there was still no stimulation felt. A replacement of the neurostimulator and lead was then performed. The patient was doing well with no injuries reported and they were "happy" with the results from the new device system.

Manufacturer narrative:
(B) (4).